Event description:
During laparoscopic case while suturing patient, the sutures snapped. There was no harm to the patient. Product information below. Ethicon silk 2.0, ref-k833, lot tkbesc, expiration- [redacted date].